Event description:
A report was received that during a lead revision, the lead appeared to have four contacts with high impedances. The physician replaced the lead and the patient is reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the lead appeared to have four contacts with high impedances. The physician replaced the lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis confirmed the complaint. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appears to have been sutured. X-ray inspection revealed four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.